Manufacturer narrative:
The issue was reported on the q1-2019 vmsr report, however based on newinformation the complaint was determined not reportable.

Event description:
The implant was deformed during placement.